Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an internal insulation abrasion located in the s-curve region of the lead, breaching the re cable lumen with no damage noted to the etfe cable coating. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.